Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient went into the clinic for a routine visit. System controller history interrogation revealed multiple low flow alarms on (B)(6) 2017. It was reported that when the patient leans over to the left side, the lvad system produced low flow alarms. There were no pump stoppage alarms reported, and the patient was asymptomatic. Log file analysis by the manufacturers technical services representative confirmed the low flow alarms. Flow returned near the baseline for the remainder of the log file. There were no other unusual events noted within the event history and the pump appears to be functioning as intended. Additional information was received on (B)(6) 2017, that an x-ray revealed the outflow graft position was unusual; however, there were no additional low flow alarms reported. A computed tomography (CT) of the chest was done but no further information was provided to confirm the suspected malposition outflow graft. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms were confirmed based on the evaluation of the submitted system controller log files; however, a correlation between the device and the reported low flow alarms could not be conclusively determined. X-rays images provided by the account were inconclusive for unusual outflow graft position. The log files captured low flow hazard alarms on (B)(6) 2017 when the estimate flow was calculated below the low flow threshold of 2.5lpm. There were no other unusual events noted in the event history and the pump appeared to be working as intended. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The customer reported additional low flow alarms observed during device interrogation. An additional log file submitted was reviewed by the manufacturer¿s technical service representative revealed 5 low flow alarms; however, the log file did not contain attributes suspicious for the presence of thrombus within the motor chamber. Additional information provided indicated that the patient¿s physician felt the low flow alarms were as a result of patient¿s weight gain. The patient¿s bmi went from 35 to 42, and was suspected that the patient¿s extra skin when bending over was pushing against the vad. The patient was instructed to lose weight. There was no adverse patient impact to the event and no further testing was performed.